Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during therapy. The caregiver (cg) stated he had already cleared both the se 2240 and 2367 alarms. The cg stated that one bag had fallen off and disconnected. The technical service representative (tsr) explained the alarm and advised to discard supplies and to finish with manuals. On (B)(6) 2010 product surveillance spoke with the home patient (hp) who stated the night of this incident she set up as normal. She stated she did not know exactly how the bag fell because she was asleep. The hp stated a few bags have fallen before; however, this was the first disconnect. The hp explained that she had a towel under her set up and after this incident she began using a rubber mat instead. The hp stated everything had been fine since using the rubber mat. The hp confirmed there were no adverse events resulting from this incident. The hp confirmed she discarded the actual sample, but provided the companion lot number. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. A batch review will be performed for the lot number provided. Should additional information become available, a follow up MDR will be sent.